Manufacturer narrative:
Hologic reviewed the run reports and determined the issue was likely due to contamination. Field application specialist (fas) went on site and confirmed that re-training of the customer to maintain a clean workflow was completed. Customer was also reminded of proper sample handling. Subsequent runs showed normal positivity rate.

Event description:
Customer reported all the samples in the sars tma assay done on the panther instrument (B)(4) came out positive. Customer was using assay master lot 311782. The initial results were positive and negative upon retest. The lab manager confirmed none of the false positive results were reported to the clinician (blocked by biologist validation via their middleware).